Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl at the time of incident and customer was treated with food. It was unknown whether auto mode feature was active during reported event. Customer reported symptoms such as weakness and mental confusion. No further patient complications were reported. The device will not be returned for analysis.